Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that an alarm occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support cap during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.